Manufacturer narrative:
The insulin pump alarmed motor error during rewind due to corroded motor home switch. It was unable to verify operating currents including low battery or off no power alarms. The device had scratched lcd window, cracked reservoir tube lip, cracked reservoir tube lip and cracked battery tube threads. (B)(4).

Event description:
The customer reported via phone call that the insulin pump had a battery alarm, she changed the battery and it alarmed motor error. Blood glucose value was 400 mg/dl; treated with manual injections. The drive support cap is recessed. The device was not exposed to a magnetic field. Customer was unable to complete the rewind sequence. Customer was advised to discontinue the use of the device and revert to a backup plan. The insulin pump was replaced and returned for analysis.